Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product was returned and the complaint has been confirmed by visual evaluation. Evaluation of the provided picture identified that there is debris inside the sterile package that has been opened. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for this item and the reported item and lot combination. The likely condition of the product when it left zimmer biomet control cannot be determined., a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported when the implant was opened, a hair appeared to be inside the secure container. There was no patient involvement. No adverse events have been reported as a result of the malfunction.